Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: during the investigation, the unresponsive keypad complaint was unable to be duplicated. The keypad cover was opened, and no contaminants were found under the contacts. The pump was opened, and no intermittent conditions were observed on the keypad flex connector. Unrelated to the original complaint, the battery compartment was found to be cracked. The display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.